Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient fell yesterday right on their ins and is in so much pain that it is affecting their right side and they cannot walk. The patient has moved to nj and requested a list of physician's they would contact regarding their concerns. Sent physician listings. An email was received that indicated per call received from pt, try to test the machine and it's not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.